Event description:
The hcp reported a rotor study was done that demonstrated the pump was not working - "not delivering drug." The pump was explanted and replaced and returned to the MFR for analysis. The new pump is reported to be working well. A follow up report will be sent when additional info is received.